Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing swelling and burning sensation around the ipg site. It was also noted that the patient had a fever. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.